Event description:
Medwatch notification was received involving a patient lift apparently imported and distributed by (B)(4). While the patient was in the sling, the bolt securing the lift pump handle, allegedly fell off causing the patient and aide to fall to the floor. Patient was allegedly injured and needed to be hospitalized. Upon contacting the nursing home, we were informed the patient has passed away several weeks after the incident. Further requests for information including, the cause of death and which hospital, was denied by the nursing home.